Event description:
Main body introduction system was difficult to advance through the right iliac artery. During advancement of the device, the vessel appeared to twist, and the physician could not get the main body graft placed with the correct positioning of the contralateral check mark. A great deal of pressure was being applied to the iliac artery while trying to maneuver the device. When the physician decided to remove the delivery system the pt's systolic pressure immediately dropped to 30. A rupture of the right common iliac artery was viewed. Pressure was placed on the vessel to eliminate the blood flow at the site. The physician occluded both iliac arteries with a large diameter balloon until the rupture could be repaired. Pt received a full liter of blood before converting to an open procedure for repair of the aneurysm.